Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 101 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.